Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she started the trial on monday, (B)(6) 2016 and was instructed to try the left side for 3 days and then switch to the right side. She was able to switch to the right side but it was not working for her. She was not feeling any stimulation even though she increased stim as far as it went. She saw a screen that said ¿it is not contacting or something.¿ the patient was not experiencing any therapeutic relief. Therapy was said to be on. Additional information from the consumer reported that the root cause of the right side not working was a lead migration. To resolve the issue, they switched sides and the troubleshooting was a success. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.